Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, a vf episode dated (B)(6) 2012, was recorded in aida memory despite sinus rhythm classification was expected. Note that noise oversensing was observed on that episode. No therapy was delivered for that episode. An explanation was required to know whether a device or lead issue is suspected.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.